Event description:
A treatment provider reported that a patient treated to the lower abdomen with cooladvantage+ on (B)(6)2020 presented with an adverse side effect of possible paradoxical adipose hyperplasia. The patient was diagnosed with paradoxical adipose hyperplasia to the lower abdomen.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen with cooladvantage plus applicator on 30/april/2019 and 28/may/2020 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a6, b5, d1, d4, concomitant product, g1, and h6. Correct date received by manufaturing for initial medwatch report is (B)(6) 2021. Correct date received by manufaturing for supplemental 1 medwatch report is (B)(6) 2023.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported that a patient treated to the lower abdomen with cooladvantage+ on (B)(6) 2020 presented with an adverse side effect of possible paradoxical adipose hyperplasia. The patient was diagnosed with paradoxical adipose hyperplasia to the lower abdomen.